Event description:
It was reported post implant a gastric band procedure, there was a possible leak in the band as the surgeon tested the band and he found the band could not be used normally. A new band was replaced. The surgeon thought the leak in the band seemed like a cut through by suture (ethibond). There was no patient consequence.

Event description:
A healthcare worker (hcw) filed a workers' compensation claim for an injury sustained on (B) (6) 2009. The hcw¿s claim reports her eyes and nose started burning and she experienced tightness in her chest from exposure to an unspecified cidex product.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, health hazard analysis, system hazard use and misuse analysis and CAPA. The DHR (device history review) for the aers was not performed as this issue is not manufacturing related nor is it machine related. The service history and complaint history for the six months prior to the complaint shows no complaints for any of the three units. Trending analysis for "cidex opa solution with the problem code of "hr - allergic symptoms"" did not reveal any significant trends. The fmea (failure mode effects analysis) was reviewed and the associated risks were below the threshold of 100. The hhe (health hazard evaluation) for user symptoms revealed none/negligible risk. The symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The shuma (system hazard use and misuse analysis) found the risk of repeated user exposure a category 1 (broadly acceptable risk). A CAPA was opened to investigate healthcare worker reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or possibly user related issues were contributing to the majority of these reported human reaction symptoms. The lot number was not available for the complaint lot history review. It was reported that concurrent to the event, the ventilation in the endoscopy reprocessing room had failed, which had likely contributed to the hcws reported symptoms. The cidex opa instructions for use states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthalaldehyde from the air.

Manufacturer narrative:
(B)(4). The 510(k) number changed from k924434 to k991487.

Manufacturer narrative:
A healthcare worker (hcw / endo tech), age (B)(6) presented symptoms of nose burning and chest tightness lasting 24 - 48 hours. It was also reported tongue and throat swelling on (B)(6) 2009. The hcw also had eye irritation lasting 24-48 hours. The hcw did seek medical evaluation at the emergency department and was diagnosed with chemical exposure. The treatment prescribed was to avoid smoke or being near smoke and avoid irritating fumes. The hcw has no known allergies, but has not been tested for allergies. Relevant medical history: ca base of tongue (B)(6) 2006. The hcw was responsible for cleaning endoscopes. The signs and symptoms presented several hours after the procedures of the day. The hcw worked around cidex opa for four years prior to the incident. The hcw returned to normal health and activity. Concurrent with this incident, the ventilation in the endo room was identified as having failed. The tray/basin containing cidex solution is covered between uses. The room is well ventilated the air exchanges have been measured to 16.2 per hour. Other chemicals used in the room include rubbing alcohol and enzymatic cleaner. Concomitant device: olympus scope, model unknown. Scopes are washed in an aer device. The aer was inspected by a hospital employee who stated that there was no malfunction of the device.